Event description:
A hole burned through the liner and foam of the heating pad. Consumer placed heating pad between the chair and her back. No injuries to consumer.

Manufacturer narrative:
As unit was not returned, it is presumed the unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in labeling. Product has been redesigned and improvement implemented.